Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens and the lens tore. The lens was partially inserted and was removed with no pt injury, no enlarged incision or sutures. The reporter stated the back-up lens was implanted.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found the lens optic torn, with a piece torn off and missing. A piece of haptic was torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.